Event description:
It was reported that the patient experienced aphasia and the stent was found to be kinked. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure on (B)(6) 2026. It was reported that the patient experienced aphasia over time after the tcar procedure. Additionally, the stent was found to be kinked. The physician elected to perform a carotid endarterectomy (cea) and explant the stent on (B)(6) 2026. The patient's symptoms resolved after the cea and stent explant.

Manufacturer narrative:
Field b3: date of event, was captured as june 29,2026 based on the bsc aware date due to the physician reporting that the exact event date is unknown.